Event description:
It was reported that this was a venotomy closure of the right common femoral vein using prostyle devices after an atrial fibrillation pulsed field ablation procedure using a 10f sheath. Reportedly, a suture break occurred with two prostyle devices when the plunger was pulled out. The suture of a third prostyle device did not release as designed, it was stuck in the o-ring. The suture knot unraveled as the device was removed from patient. Hemostasis was eventually achieved using two new prostyle devices. However, 8 hours later, when the patient was at home following discharge, the patient experienced venous bleeding. The patient called an ambulance and was taken back to the hospital. A non-abbott pressure-assisted device was placed on the groin for the bleeding. The groin was fairly bruised but the patient was reportedly going home that same day. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported patient effects of hemorrhage, and hematoma are listed in the perclose prostyle instructions for use as known patient effects of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided. The additional devices referenced in b5 are filed under separate medwatch report numbers.